Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received multiple pump errors. The customer's blood glucose level was 257 mg/dl. The customer was assisted in troubleshooting and it was reported that she was able to clear the insulin pump alarms but was unable to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No pump error 37, error 43 and rewind anomaly noted during testing. The motor was tested outside of the device and passed. (B)(4).